Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements. Technical services (ts) recommended to keep monitoring the patient as normal. This rv lead remains in service. No adverse patient effects were reported.